Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic colonoscopy procedure for treatment. The clinician stated that as the resolution clip device would not complete the deployment sequence by releasing from the catheter, a device prior to this one was used and had the same results. The procedure was completed successfully the following day with another of the same device. The clinician stated additional trauma to the bleed site was possible and was minimal at worst. The patient did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
This device has not been received by this manufactuter. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Please note associated medwatch report 6000048-2006-00456. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.